Manufacturer narrative:
No root cause could be determined. The most likely cause of the false low tsh value after dilution was either an empty diluent bottle or by insufficient sample volume caused by clot or fibrin present in the undiluted sample.

Event description:
The customer stated they were getting questionable results for thyrotropin (tsh). On (B)(6) 2011, the customer performed three tests on their cobas e411 and received results of 100uiu/ml accompanied by a data flag each time. The analyzer performed a 1:10 dilution and generated a result of 0.312 uiu/ml which was reported outside the laboratory. On (B)(6) 2011, the customer ran three tests with results of 100 uiu/ml accompanied by a data flag. The customer ran a fourth test and received 0.188 uiu/ml. The customer did a manual 1:2 dilution and received 141.1 uiu/ml which was reported outside the laboratory. All tests were performed on the same analyzer. The customer stated that treatment was withheld because of the low test result from (B)(6) 2011, but there is no allegation of any adverse event. The lot number of the tsh is 16037401. The field service representative believes the cause was the reagents. The tsh and diluent packs were both empty. He replaced both. He checked the liquid level detector and pipettor. Calibration and quality control was performed with passing results.